Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending identified no adverse trend or non-statistical trend for the customer's issue. Labeling was reviewed and found to be adequate. This issue appears to be specific to this sample since repeat of the patient sample on the same instrument generated the correct result, no other similar issues have been documented for this instrument, and historical complaint data does not indicate this issue to be wide spread or global. Based on the available information no product deficiency or malfunction was identified.

Event description:
The customer stated an architect c8000 analyzer generated a falsely decreased co2 result for one patient sample. The analyzer generated an initial co2 result of 23.9 mmol/l the co2 result was questioned and a repeat co2 result of 38.6 mmol/l was generated. The falsely decreased co2 result was not reported outside the laboratory and there was no adverse impact to patient management reported.